Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer sent the product back for analysis.

Manufacturer narrative:
The pump had intermittent button response due to a flattened esc, act and up buttons dome switch. No unlocked lcd keypad connector was noted. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and a scratched reservoir tube window.